Event description:
Pt experienced tearing of her contact lens while in her eye resulting in a corneal abrasion. Pt is a long-time contact lens wearer with no prior issues. Pt treated with zymar and moisture drops.